Event description:
It was reported that the right ventricular lead dislodged and perforated the myocardium and pericardium. The patient came back to the hospital for a one month follow-up. No adverse event occurred between the event and the follow-up visit. The patient's condition was reported as good.